Event description:
Customer reported that the table does not perform the zero position movement, but instead begins to lower the headrest. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Investigation is ongoing, and the additional relevant information will be submitted in a final report.

Manufacturer narrative:
The pst 300 medical device is a mobile, configurable operating table intended to be used with additional, specific tabletop sections, pads and accessories to position patients during surgery, from the administration of anaesthetic to the actual surgery and recovery from anaesthetic. The tabletop sections and accessories must be intended for the combination with the operating table. The operating table is also used for task-related patient transfer within the operating theatre. The mobile operating table is only intended for use in human medical applications. The baxter field service did an on-site investigation of the device involved in this event. It was confirmed when pressing the zero button the movement of the back section did not stop at the zero (horizontal) position and continue to lower. The initial allegation of an unintended movement could not confirmed, there was a not stopping movement at a specific position when the button on the remote control is still pressed. If the button is released, the movement will stop. To solve the issue, a sensor and cable were replaced and the device was working as intended. During review of risk assessment no serious injury is likely from this identified failure. Based on this, the complaint was assessed as not reportable after investigation and no further actions are required.

Event description:
Customer reported that the table does not perform the zero position movement, but instead begins to lower the headrest. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).